Event description:
It was reported that the bd texium closed male luer with female cap had leakage. The following information was provided by the initial reporter: texium was used on the end of a patients elastomeric pump for safety from 5fu (cytotoxic medication). While the elastomeric pump was attached, leakage occured at the site of the texium. This was evident by crystalization visible around the texium. Additional information received from the customer: please confirm how the fault was identified? Visible crystallization on the device please confirm when the fault was identified during priming or during infusion. If during infusion, how long into the infusion? Post infusion when the patient returned to hospital for disconnection please confirm the make and model of the connecting product(s) on both the male and female luer? Baxter surefuser elastomeric pump and ICU medical nfc please confirm if there is any visible damage on the set ¿ such as cracks, flashes or deformation? No visible damage please confirm the exact location of the reported fault within the set? It was leaking from the texium, exact point unable to be determined please confirm what substance was being infused during the time of the event? 5fu

Manufacturer narrative:
Device evaluation: a 10012241 product was not available for investigation of (B)(4); however, in this instance the lot number was unknown. The feedback provided by the customer states that, " leakage occurred at the site of the texium". Further information from the customer has stated that the substance infused was 5fu and fault identified during post infusion while disconnecting from patient, a visible crystallization is found on the device. Baxter surefuser elastomeric pump and ICU medical nfc were used in this instance for patient and there is no visible damage found. The details of this feedback were forwarded to the manufacturing site for investigation. The lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the 10012241 products in the past 12 months.